Manufacturer narrative:
This report is a response to report # mw5093015 which was received by amt from the FDA on 03/10/2020. Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. The initial reporter also indicated that the incident is not reportable when reporting. Amt has reached out to the customer in attempts to retrieve the device for examination and additional information regarding the report. The customer has not provided a device for examination or additional information at this time. Since the device has not been returned, a visual and functional evaluation could not be performed and device failure could not be confirmed. A device history review was conducted for the reported lot number with no anomalies found.. Based on the provided information, the reported problem is not believed to have been caused by a manufacturing defect. Complaint # (B)(4) was assigned to this report. We will provide additional information to the FDA if the device or additional information is able to be obtained and its analysis changes the conclusion of this report.

Event description:
Per initial report #: mw5093015: "mini one balloon button was leaking in pt, it was removed from the pt and found to have a tear and not inflating. Staff obtained a new mini one balloon button and tested it at bedside before inserting it in the pt. The new balloon was found to have a tear and would not inflate. This report is for the new balloon that was tested at bedside and was defective. FDA safety report ID#: (B)(4)."